Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon went to clip with the first device the clip did not come out of the jaws and the jaws locked on the hepatic artery. There was no tissue damage. The second device fired malformed clips and clips were not closing all the way. A third device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.